Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 16 events were reported for this quarter. 15 devices were received. 10 events were duplicated during testing. 4 devices were affected by compromised lubrication. 4 devices were affected by compromised lubrication and corrosion. 1 device was affected by corrosion. 1 device was affected by a shattered bearing and compromised lubrication. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. 4 device evaluations in progress. 1 device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 16 malfunction events, in which the device overheated. There was no patient involvement; no patient impact.

Manufacturer narrative:
Summary reporting program, exemption number e2015055. 4 devices were received. 3 events were not duplicated during testing; however, the devices were found to be outside of specifications. 1 event was found to have compromised lubrication. 1 event was found to be affected by a shattered bearing and compromised lubrication. 1 event was found to e affected by corrosion and compromised lubrication. 1 event was not duplicated; the device was found to be within specifications. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 16 </noe> malfunction events, in which the device overheated. There was no patient involvement; no patient impact.